Event description:
Consumer reported complaint for error message (e-0). Mother is calling on behalf of the customer, her 8 year old daughter. Mother stated that the customer is only getting the e-0 after 15 tests. At the time of the call the customer was feeling ill but was not able to describe the symptoms she was having. Medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 01/13/2024 and test strips were opened the day prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: customer was feeling ill but was unable to describe their symptoms. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 04-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.